Event description:
Patient reported post surgical pain. The patient was scanned and the films showed the left s1 screw was no longer attached to the rod. Revision surgery involved removal and replacement of the screw. During removal it was determined that the screw head (tulip) was separated from the threaded screw portion. The head had "popped off" the screw.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Results: the xia 3 titanium polyaxial screw was confirmed to have a disengaged tulip via visual inspection. The head of the screw had a large dent located on the edge of its cylindrical side, which suggests that the screw was implanted and tightened at a maximal angle with a force greater than 12 nm. The returned blockers were examined and did not have deformation consistent with that of the screw. This indicates that a different blocker was likely initially used and then later replaced. It should be noted that fusion is expected to occur within approximately 6 months of initial spine surgery. According to the IFU for xia 3, a delayed nonunion can lead to excessive and repeated stress on the implant which can eventually lead to device failure. Although the disengagement did not appear to happen during the original surgery, it is also likely that there was excessive tightening of the screw multiple times, which could compromise the integrity of the system and contribute to screw failure. Conclusion: the root cause of the tulip and bone screw disengagement is likely user error.

Event description:
Patient reported post surgical pain. The patient was scanned and the films showed the left s1 screw was no longer attached to the rod. Revision surgery involved removal and replacement of the screw. During removal it was determined that the screw head (tulip) was separated from the threaded screw portion. The head had "popped off" the screw.